Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces, but no button error alarm was noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer also reported their keypad was sticking and unresponsive. The customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.